Event description:
Boston scientific received information that during follow-up, it was noted that the atrial threshold had increased to around 1.5v. X-ray showed that the atrial lead didn't have enough slack and it was tensioned. On the same day, the lead was repositioned successfully. No adverse patient effects were reported. Additional information was received that this lead was later replaced due to high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.